Event description:
A defibrillator failed to function in the sync mode during an attempted cardioversion on a patient. The ECG cables were properly connected and paddles therapy cable was in use. The patient was critically ill, post operatively following open heart surgery. The patient was experiencing atrial fibrillation with a rate of 120-140. The patient was intubated and sedated at the time. Despite all cables and leads appropriately and securely connected and sync mode activated with paddles in appropriate position with 25 pounds of pressure on the chest and energy set to 150 joules, the device would not charge. Various leads were attempted, and the device still failed to charge. The r waves were fully marked. Another device of the same model was connected to the patient using the same therapy cables. The same failure occurred. The patient was switched to the multifunction defibrillator pads and therapy cable and still no change. At clinical engineering's arrival the referenced condition was observed. The ECG cable was then disconnected from the device. The pads mode was selected and the device operated correctly and delivered the charge. The EKG cable was reattached, the device was placed in lead two, the device charged appropriately. The device was switched back and forth between the pads and lead two modes, all operations were normal. The patient sustained no apparent injuries or ill effect due to the delay.